Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-04066. It was reported that the patient experienced an infection. In turn, surgical intervention was undertaken wherein the system was explanted on an unknown date.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.